Event description:
Patient reported that 5-6 days prior to day of report they noticed thatinsulin had backed into the device's display. When patient went to remove inuslin cartridge from device, they noticed a strong insulin smell. Insulin cartridge did not appear to be cracked. Patient did experience high blood glucose (>300 mg/dl) a couple of days prior to discovering the insulin leakage. Patient reported that today their device froze (device's display was blank and the device was beeping), and the insulin no longer appeared to be in the device's display. Patient self-treated high blood glucose by bolusing.